Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A visual inspection identified that the tubing of the set was disconnected from the pip of the chamber. Upon closer visual inspection it was found that the set was under inserted inside the chamber¿s pip. The reported condition was verified. The cause of the separation was a weak bonding between the tube and the chamber. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a solution administration set disconnected from the drip chamber during priming. There was no patient involvement. No additional information is available.